Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an investigational nivolumab infusion there was a leak between the texium attached to the secondary line and the filter connection. Although the patient required monitoring, there was no report of patient harm.